Event description:
When t1 was placed and the needle was retracted, t2 fell off the needle very easily. T1 was left in the knee. No information, whether the backup device was of the same lot.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).